Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was clipping across the cystic duct and the device jammed and would not release. They had to pull the handle apart to release the device and then it came off of the tissue. No tissue trauma or bleeding was noted. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
Date sent: 07/30/2009. Information anticipated, but unavailable at this time.